Event description:
Several attempts were made by anesthesiologist to perform spinal block on laboring patient. When removing the needle, the anesthesiologist noticed that the needle had broken and a fragment of the needle remained in the patient's back. The patient went to surgery for removal of the needle fragment. Manufacturer response for spinal block kit, arrow sureblock spinal anesthesia kit (per site reporter): notified.